Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - defect found on returned strips: high results. Reported defect not reproduced on returned meter. Product evaluation has been completed. Most likely underlying root cause: (B)(6): storage outside specifications note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 528, 403, 211, 185 and 172 mg/dl. Customer stated that she has not used the meter/strips since 11/2022. The customer¿s expected blood glucose test result range is 150-190 mg/dl am fasting and 200 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/21/2023 and open vial date is 11/2022. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 528 mg/dl date: (B)(6) 2022 time: 4:50 am fasting. Result 2: 403 mg/dl date: (B)(6) 2022 time: 4:45 am fasting . Result 3: 211 mg/dl date: (B)(6) 2022 time: 3:31 am fasting . Result 4: 185 mg/dl date: (B)(6) 2022 time: 3:43 am fasting. Result 5: 172 mg/dl date: (B)(6) 2022 time: 6:24 am fasting.

Manufacturer narrative:
Sections with additional information as of 08-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.